Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted 5 years ago. The device was functional, but the pump had migrated up toward the penis scrotum juncture and discomfort was described by the patient. Upon further evaluation it was decided that surgical intervention was necessary. The prior pump was taken out of its capsule and repositioned more dependently into the scrotum. No patient complications were reported.